Event description:
It was reported that the asymptomatic patient presented in the operating room for device change-out due to normal eri. Externalized conductors were observed via imaging. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.6-8.6 cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 17.5-7.8 cm, 14.2-14.5 cm, 16.5-16.8 cm, and 27.0-28.5 cm from the tip electrode. The etfe coating was intact at these locations.